Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, when the surgeon closed the trigger, he found that the articulating knob was not paralleled with direction of articulation joint. However, he fired the device and found that staples were a distorted formation. From the renal vein, there was massive bleeding. There was a malformation of the staple line. Bleeding was controlled with reinforcing staple line with suturing. Surgery was prolonged one hour. There were no adverse consequences for the pt. (B)(6) 2010.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.